Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted and replaced the same day as implant. The lead had dislodged and the patient is dependent so the lead was replaced with another brady lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.